Event description:
Caller reported that the pump's quick bolus/wake button was difficult to press and required multiple presses to activate the pump screen. There was no reported impact on the customer's blood glucose level. The customer was instructed by technical support to try specific methods to operate the button, which was partially effective, but the difficulty persisted. Consequently, technical support arranged for the pump to be replaced. The customer was to use multiple daily injections (mdi) as a backup therapy and understood how to prepare the faulty pump for return using the provided pre-paid label.